Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking from the o-ring. The customers blood glucose level was 248 mg/dl. Customer resumed insulin delivery with the current cartridge.